Manufacturer narrative:
Product analysis :visual, optical and microscopic examination of the returned implant identified fracture of the posterior flange. Fracture surface e xamination identified rays meaning away from centerline of the part, toward the anterior. The above observations are consistent with bend stress overload.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No patient complications were reported.

Manufacturer narrative:
The product is not returned to manufacturer for evaluation.

Event description:
It was reported that during the anterior cervical surgery, the cage broke patient complications were reported unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.